Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device would not work. According to the report, it would run if it was wiggled around but would cut out again. It was further reported that the device was in position and would run if it was rotated but would stop if it was moved again. There was no delay in the surgical procedure. A spare device was available for use to complete the surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the data does not support the complaintant's description. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the device was emitting a loud unusual noise during testing. It was determined that this was due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate